Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touches. There was no impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy. In addition, it was reported that the customer received an unknown "message" saying "there is something affecting your insulin." Customer declined to further troubleshoot with tandem technical support.